Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The physician mapped through a non-boston scientific sheath and then exchanged for the faradrive sheath. When inserting the farawave catheter into the sheath, it kept sucking back air. It was also noticed that the valve was dripping. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.